Manufacturer narrative:
(B)(4) returned: 02/14/2017. (B)(4) returned: 02/14/2017. It was reported that the patient was experiencing critical battery and power disconnect alarms. The controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to a missing serial port data cap. The missing serial port data cap is not related to the reported event and was likely due to the handling of the device. The controller ports were not loose, as reported. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed four critical battery alarms between (B)(6) 2016 through (B)(6) 2017 involving (B)(4)that were caused by battery communication errors. Power disconnect alarms were not recorded in the log files. Based on the available information, the most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. An internal investigation has been opened to evaluate the communication errors between the controller and batteries.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 03/31/2016 - exp. Date: 03/31/2017; (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient reported to have had critical battery alarms when the batteries were fully charged. The patient also reported that while on alternating current (ac) power to port 1 the controller was alarming with low battery in port 2. This patient has had multiple critical battery alarms over the last two months and had all the affected batteries replaced. As per the ventricular assist device (vad) coordinator they have brought the patient into the clinic the following day to get log files and while in the clinic the controller alarmed power disconnect port two. The coordinator checked the connection and controller for a loose port and everything way normal and well connected. The coordinator wiggled the end of port two and the alarm went away. Log files sent and communication was made with the engineer. We were able to see in the log files that all previous critical battery alarms occurred on port two. The decision was made to change the controller and pulled the two batteries in question that the critical battery alarms occurred on. There were no pumps stops that occurred and no adverse events occurred. It was stated that there were no consequences to the patient but that the patient was annoyed. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.